Event description:
The patient received her scs system which included an ipg on (B)(6) 2008. It was reported the patient could not establish contact with her device when using the patient programmer. An x-ray of the patient's system revealed the device had flipped in the device pocket. Prior to scheduling a device repositioning procedure, the device flipped in the pocket once again returning to its original position. Since then, the patient has reported intermittent communication with the device and suspects the device continues to flip within the pocket. She has requested a device repositioning from her physician. No additional information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.